Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The customer's product has been retuned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) as returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. The returned reader was observed overheating while charging. De-cased the reader and no issues were observed upon visual inspection. The returned battery voltage was measured to be outside the specified range, and observed that the reader overheating while charging. An extended investigation was conducted. A visual inspection was performed on the de-cased returned reader using a microscope; no signs of damage or corrosion were observed. The reader was reconnected to a computer using a usb cable. The usage data was extracted and analyzed using an approved software; no issues were observed. The returned reader did not power on using the button, strip insertion, and the usb cable. The returned battery was replaced with a new unused battery, but the reader did not power on. Monitored the reader under a thermal camera during operation revealed a hot spots on printed circuit board assembly (pcba) component (u3, u13, central processing unit (cpu), and u5). The cpu was removed and returned to the manufacturer for testing. The test results showed that the unit had a burnt protection structure on pad pa9 (a circuit that feeds power from a usb connector to the u13 chip) indicating that the issue is caused by the customer using a non-abbott provided usb adapter. The device history record (DHR) was reviewed. The product passed all quality control tests prior to its distribution. No anomalies were found in the record. The reported field event of the reader being too hot to hold was observed. Interrogation of the device revealed the device had been put through electrical overstress from the use of the incorrect usb adapter. This resulted in faulty/damaged components leading to overheating and inability to power on. Therefore, the issue is not confirmed to use due to incorrect adapter used. The device history review (dhrs) for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. Section d4 (UDI) has been updated as this information was not submitted in the previous report.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.